Manufacturer narrative:
(B)(4).on (B)(6)-2015, a philips field service engineer (fse) discovered while performing preventative maintenance on the ingenuity CT at (B)(6), that one of the batteries of their toshiba full system uninterruptible power supply (ups) had leaked battery acid. The fse confirmed that one of the thirty batteries of the ups had leaked a small amount of battery acid and that several of the batteries were swollen due to the charging of the batteries and heat in the room. The fse reported that the battery acid leak was contained within the battery cabinet and that the issue did not inhibit use of the system.the fse cleaned the leaked battery acid and performed testing of the batteries of the ups. All batteries were determined to be fully functional. The fse stated that the customer has not been following a planned preventative maintenance schedule for the ups system. The fse discussed options for replacement of the leaking battery as well as the swollen batteries with the customer. The fse also informed the customer of the potential hazard of additional battery acid leakage if the batteries were not replaced. The customer declined to have the batteries replaced, and instead have chosen to monitor the ups and replace the batteries if any additional battery acid leakage is discovered. No parts were replaced and the system was returned to normal clinical use with the customer monitoring for recurrence of this issue. CT engineering determined this issue to be an acceptable risk with the following mitigations:lead-acid batteries are in widespread use in applications such as flashlights (aa- or d-cell batteries) and automobile batteries. Large-format lead-acid designs are widely used for storage in backup power supplies in cell phone towers, high-availability settings like hospitals, and stand-alone power systems. In all of these applications, the risks associated with lead-acid batteries include acid leakage caused by overheating due to overcharging resulting in a boiling over of electrolyte and explosion due to ignition of hydrogen gas released from excessive charging. There is additional risk of exposure to hydrogen sulfide gas which can be emitted as a result of overcharging. As lead-acid batteries age, they can be more susceptible to the effects of overcharging. The ups design inherently contains circuitry to regulate the charge of the batteries which reduces the probability of overcharging and subsequent overheating which can cause liquid electrolyte to be boiled off and leak. This technology is used safely in a broad range of applications. Lead acid batteries have changed little since the 1880's although improvements in materials and manufacturing methods continue to bring improvements in energy density, life, and reliability.to reduce the risk to the patient and operator from ups acid leakage and gaseous emissions, the philips systems only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa). Upss come with status notification (beep alarm for fault condition). Full system ups has temperature sensor monitoring the battery cabinet temperature. Upss also come with status notification (beep alarm for fault condition). The upss are placed in specified locations defined in the prd (planning reference data) to allow safe operating conditions of the systems. For example, for CT systems, site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch. Additionally, the site planning documentations recommend that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f). Such recommended locations and environmental conditions of the upss allow isolation of these devices and limits direct impact to the patient or operator. This placement also helps the operator to detect an acid leakage or gaseous emissions during daily operation or the field service engineer during maintenance. It provides a means to identify the source of the liquid or gas as the upss by separation from other sources of fluids and gases.the benefits are considered to outweigh the risks identified in the risk management matrix (rmm).the following are mitigations for this issue: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa). Ups owner's manual states no user serviceable parts and requires no routine maintenance. Full system ups has temperature sensor monitoring the battery cabinet temperature. Ups comes with status notification (beep alarm for fault condition). Service documentation shall include preventative maintenance and inspection criteria. Philips service procedures shall recommend replacement of failed batteries in sets. Service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). Site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. Site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f).as the customer elected to not have any parts replaced and declined further support from philips service, CT engineering was unable to determine the root cause of this issue.

Event description:
The customer reported that a battery from the uninterruptable power supply (ups) was leaking. There was no report of harm to a patient, operator, or bystander as a result of this issue. A philips field service engineer ()fse) evaluated the system and determined that the ups battery had leaked and some batteries were swollen. The fse cleaned up the battery acid. The customer had declined andy additional service from philips.

Manufacturer narrative:
(B)(4). We wil file a follow up MDR at the completion of the investigation. (B)(4).